Event description:
It was reported that the user experienced a bg run after the dexcom sensor expired and was not replaced for several hours, during which glucose rose to 401 mg/dl and later dropped to 69 mg/dl. The user consumed an apple and an oral glucose beverage and subsequently recorded bg values of 118 mg/dl by fingerstick and 104 mg/dl on the sensor, while continuing to use the ilet without starting a new sensor. Symptoms included hyperglycemia and hypoglycemia, with associated headache and shaking or tremors. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, identified a usage problem related to an improper or incorrect procedure, and found no applicable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.